Event description:
A ventilator inoperative error code was found in the device's event log while it was being evaluated for an unrelated issue. There was no pt harm or injury.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The logged error code indicates a potential malfunction of the ventilator's system board. The device's system board was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.